Event description:
During priming of the device in preparation for use, the user reported the gases would not calibrate. The device was used for the procedure. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.